Event description:
It was reported that this right ventricular (rv) lead was dislodged. Furthermore, this lead was tested through pacing system analyzer (psa) and capture of right atrial (ra) occurred with pacing. The physician explanted the device and both leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.